Event description:
It is reported that a customer experienced high blood glucose of 431 mg/dl. The customer treated his high blood glucose with a manual injection. The customer was assisted with trouble shooting with their insulin pump but the customer confirmed that there is nothing wrong with his pump. Therefore the insulin pump replacement was canceled. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.